Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to open the fridge door. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a hardware failure in the latch mechanism. The field service engineer resolved the issue by replacing the latch and applying grease to ensure smooth operation and performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.